Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ insulin pen needle there was an issue with needle dimension and discoloration. It was stated ¿the consumer said needle pain was felt during injection. A drop of blood flows when removed the needle. Consumer found the needle is darker and thicker than previously used needle of pen needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed. No samples or photos were returned for analysis.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd¿ insulin pen needle there was an issue with needle dimension and discoloration. It was stated ¿the consumer said needle pain was felt during injection. A drop of blood flows when removed the needle. Consumer found the needle is darker and thicker than previously used needle of pen needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: three open 31g x 5mm pen needle samples were returned from lot. No. 7200707 cat. No. 320408. 10x visual examination and measurement was carried out on the returned samples and no issues were observed with the length of the cannula, the needle tip and no foreign matter was observed on the samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported with the use of the bd¿ insulin pen needle there was an issue with needle dimension and discoloration. It was stated ¿the consumer said needle pain was felt during injection. A drop of blood flows when removed the needle. Consumer found the needle is darker and thicker than previously used needle of pen needle.¿ there was no report of injury or further medical intervention.